Event description:
It was reported to boston scientific corp that during a ureteroscopy procedure, on a male pt using an unspecified sized sensor guidewire, flakes of the blue teflon coating came off in the pt. These pieces were noticed on camera, but were too small to retrieve. The physician used irrigation to remove some of the particles and the remaining particles were left in the ureter to flush out naturally. This was noted at the end of the procedure. The procedure was completed with this device with no pt complications. The pt was reported to be "fine" at the end of the procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device part number or lot number; therefore, the device manufacture and expiration dates are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).